Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying the report of having issues with the neurostimulator over the years, by stating that they ¿had to charge zones,¿ noted discomfort along with a few other issues that had previously been reported (already captured in other pes-see related events). No steps were taken yet to resolve the issues with the neurostimulator. The patient indicated that their pain was not resolved, and they had not had much contact with any doctors for pain. The patient weighed 220 pounds at the time of the event. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was wondering if he should start talking to someone as his implantable neurostimulator (ins) is going to be reaching the end of its life and he has been having some issues /various issues for years now with it and has noticed some pain coming back. Patent had not seen any message on his recharger or patient programmer. Patient also mentioned that sometimes he would see a manufacturer's representative (rep) for reprogramming , but when they raised the voltage at all, his leg would cramp up. Patient also mentioned that he deals with restless leg syndrome at night. It was recommended for the patient to speak with his doctor and discuss the symptoms as well as potential ins replacement.